Manufacturer narrative:
Unique identifier (UDI)# (B)(4). Device requested for return but it was stated that the vial of strips were discarded.

Event description:
A nurse complained that they received questionable inr results for 1 patient tested from a coaguchek xs meter with a serial number (B)(4). At 9:40 am the nurse got a patient result of 4.1 inr using finger 1 holding the meter upside down. At 9:42 am the nurse got a patient result of 2.9 inr using blood from same stick from finger 1. At 9:45 am the nurse got a patient result of 3.3 inr using finger 2 . At 9:46 am the nurse got a patient result of 3.9 inr using blood from same stick from finger 2. For the 2nd and 4th results provided, the strip was not dosed within 15 seconds of sticking the finger. The blood sample was squeezed out from the previous punctures. The patient's therapeutic range is 2.5 - 3.5 inr. The nurse believed the result of 3.3 inr to be correct based on the patient's history. All the results were reported to the doctor treating the patient, but there was no change in medication dosage or was there any treatment provided based on the meter results. There was no allegation of an adverse event. The heater plate was dirty. The nurse does not wait until countdown to stick finger. The patient is anemic with a hematocrit of 33.9%. The customer does not have antiphospholipid antibodies, no heparin, and not using any direct thrombin inhibitors. There were no medication changes, no dietary changes, no illness reported, no warfarin changes, and no abnormal bleeding or bruising. The meter and test strips were requested for investigation. Replacement product was sent. The nurse stated that the vial of strips can not be returned since they were discarded. Relevant retention test strips (lot 26683413) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 47%, donor 2 hct: 38%. Testing results: donor 1: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.8 inr, customer meter with masterlot strips: 2.8 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not found in the meter¿s patient result memory due to an incorrect date setting. Customer used the same finger twice and the nurse squeezed the finger to obtain the sample. According to the product labeling, use of the same finger and excessive squeezing can interfere with results.